Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed "analyzing patient weight" followed by fault 16 (timeout moving to take-up position) error message upon powering on. Per the customer, the autopulse platform was usually stored inside the patient compartment of the ambulance. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed "analyzing patient weight" followed by fault 16 (timeout moving to take-up position) error message upon powering on" was confirmed during the functional testing and based on the review of the archive data. The autopulse platform is designed to display "analyzing patient size" before initiating the compressions. The root cause for fault 16 was a seized brake gap. A review of the autopulse platform archive revealed that daily checks were not performed regularly. The customer stated that the autopulse platform was stored inside the patient compartment of the ambulance. Performing regular daily checks and storing the device in a location with low humidity will prevent the brake gap from seizing. The autopulse platform was manufactured in 2015 and is six years old, past the expected service life of 5 years. No documented report found that regular preventative maintenance (pm) was performed on the autopulse platform since the customer acquired it in 2015. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a broken handle on the front enclosure. The root cause was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated fault 16 on the customer reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16 displayed upon pressing the start button, thus confirming the reported complaint. The brake gap was unseized to address fault 16. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).